Event description:
It was reported that a patient with diagnosed atrial fibrillation had a remote transmission which showed that atrial diagnostics did not match up with the presenting rhythm. It was noted that the device was going in and out of mode switch. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.